Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the water supply did not meet the standard value due to clogging of nozzle, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the bending section cover had discoloration, the adhesive on the bending section cover had a crack and white-clouded area, the air supply volume did not meet standard value due to clogging of the nozzle, the water removal ability did not meet the standard value due to clogging of the nozzle, the light guide lens had a crack, the connecting tube had a scratch and discoloration, the plastic distal end cover had a dent, the adhesives around the objective lens had a white-clouded area, the forceps channel port was shaved, the paint on the suction cylinder was peeled, the air/water cylinder had corrosion, switch 4 had wear, switch 1 had a scratch, the suction cylinder was shaved, the connecting tube had a wrinkle, and switch 4 did not work due to damage. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/establishment full name:(B)(6).

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign matter that came from the nozzle. There were no reports of patient involvement.